Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06637447 that an ar-9621-30t 30mm tap broke off (photo attached). This was discovered during a procedure, with no reported patient harm. Additional information was requested. Additional information was received on 8/23/2024: this was discovered during an rtsa procedure on (B)(6) 2024. Ar-9621-30t 30mm tap broke off in the patient and was not retrieved. There was no case delay reported. There were no issues completing the case. No adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: complaint allegation is confirmed. One unpackaged ar-9621-30t, batch 022333, was received for investigation. Upon visual inspection, the cutting flute was damaged. No fragments were returned for evaluation, and functional testing was not performed due to the tip's damage. The most likely cause of this failure is attributed to wear and tear incurred over repeated drilling usage.